Event description:
The patient presented to the hospital for an av graft procedure. Post surgery, no pacing was seen. Epinephrine was administered to increase the patient's heart rate. The patient's rhythm deteriorated from the 80's to a brady rhythm to ventricular fibrillation. The physician believed that the loss of pacing was due to loss of capture from the electrocautery used during the graft procedure or ischemia. The patient subsequently expired.